Event description:
Post abdominal surgery the catheter broke off inside the pt while being removed. The surgeon indicated that they had elected to leave the remaining catheter segment and not remove it.